Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, insertion failure anomaly was observed on two left ventricular leads. Neither lead was implanted; another lead was successfully implanted. No adverse patient consequences were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: please retract this report MDR: 2017865-2017-35808, as it was not required since the catheter was not left in the patient.

Manufacturer narrative:
Correction: the previously reported event description erroneously omitted that the inner catheter was not recovered. The previously reported concomitant products erroneously did not include the inner catheter. (B)(4).

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, insertion failure anomaly was observed on two left ventricular leads. Neither lead was implanted; another lead was successfully implanted. It was noted that the inner catheter was not recovered.